Manufacturer narrative:
Surgeon declined to provide patient information. Device lot number, or serial number, not available as suspect part has not been returned to manufacturer. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued. Replacement solera driver shipped to site (B)(4) 2013. No parts have been returned to manufacturer for evaluation. Part not returned to manufacturer.

Manufacturer narrative:
Provided lot number and device manufacture date.

Event description:
A medtronic representative reported that, while in a spine procedure, the tip of a solera standard driver twisted when under power. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.